Event description:
It was reported that a pt incident occurred with the electrosurgical unit (esu/generator). Upon surgery in the area of the pt's thorax, a 3rd degree burn/necrosis was found on the left thigh under the pt plate/pad (also referred to as a return electrode). To address the tissue damage, the necrosis was oversewn. No further info was available regarding the pt.

Manufacturer narrative:
The esu was evaluated. The testing included an electrical safety check, a check of its features, and a power output check. The generator was found to meet specifications (note: unrelated to the reported issue, some routine work was performed on the unit). In conclusion, no problem was found with the esu that would have caused or contributed to the event. The involved pt plate was also returned and inspected. Hair was found on the pad where the necrosis occurred [i.e, hair was on four (4) small areas around the edge and one (1) little spot in the center and correlated with tissue necrosis]. This observation indicates that the pt's skin was not properly prepared (i.e, shaved) and that the plate's contact was poor. Therefore, during the electrosurgery, dispersion of the thermal energy was not sufficient (i.e, occurring just in the areas of contact not over the entire surface of the pad) which resulted in the injury to the pt. Proper use of a pt plate/pad and necessary warnings are typically provided in the notes on use for the accessory and are in the esu's user manual. No trends have been identified with this situation. Erbe USA is now closing this event.